Event description:
It was reported that a pt received a burn that developed a blister 2.5 cm in diameter on his left wrist, after an MRI of the scapula with a 1.5t signa hdx mr system. There was no reported medical treatment for the pt's injury. The pt was positioned supine, feet first and with his arms with down by his side. Based on hospital follow up with a pt warming questionnaire there was inadequate padding placed between the pt and the bore on the affected side and no padding was used to prevent skin to skin contact and looping.

Manufacturer narrative:
A healthcare local field team was dispatched to the customer site to obtain scan specific info and investigate the environmental conditions. The investigation focused on four main areas: environmental: (including cooling equipment, pt air cooling plus the mr scanner error log). Surface coils/accessories: (surface coil/ECG checks). System/image quality: (system level testing to check for system failures). Pt monitoring: (pt alarm and rf safety monitor checks). Visual inspection and the test results for the MRI system show no issues that caused or contributed to the burn, the system was determined to be functioning within specifications. The device labeling was reviewed and the working safely section of the mr safety guide 2381696-100, rev 12, defines proper pt positioning and padding to prevent warming during MRI scans, but this was not followed by the user. The root cause of the pt's injury is the failure to pad to prevent skin to skin contact and looping, since the recommended ge healthcare pads were not used on the side of the burn. No further actions are planned at this time.